Event description:
The user facility reported that their reliance vision single chamber washer was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The steris service technician inspected the washer and found a leaking union at the bottom of the unit sump located on the steam inlet line. The technician tightened the union, ran test cycles and confirmed the unit to be operational.